Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not turning on and went dead. Customer¿s current blood glucose was unknown. Customer stated that display did not returned after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored and no unexpected powering off or blank display noted.